Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2013. During the procedure, the acetabular liner would not lock into the acetabular cup. The surgeon attempted to seat the liner multiple times unsuccessfully after soft tissue was removed. Another acetabular liner was available to complete the procedure; however, there was a delay greater than thirty minutes as a result.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states "improper selection, placement, positioning, alignment and/or fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was previously reported that patient underwent total hip arthroplasty on (B)(6) 2013. During the procedure, the acetabular liner would not lock into the acetabular cup. The surgeon attempted to seat the liner multiple times unsuccessfully after soft tissue was removed. Another acetabular liner was available to complete the procedure; however, there was a delay greater than thirty minutes as a result.

Manufacturer narrative:
This follow-up report is being filed to relay evaluation results. Dimensional evaluation found component to be within appropriate design specification.